Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the 200 micron tfl single use fiber, laser fiber was damaged as soon as the blister was opened, broken in two. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, a definitive root cause could not be determined. It is likely the damage occurred during handling of the device either from unpacking, storage, and/or transportation. Olympus will continue to monitor field performance for this device.